Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/08/2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4) please disregard all information that was reported in the initial MDR for report number 3004753838-2018-119811 as this is a duplicate report. This customer complaint has been previously reported in report number 3004753838-2018-122358.